Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead was seen in the emergency room after reports of not feeling well. The patient's device was interrogated when it was noted that the lead had noise, oversensing and pacing inhibition present. There were varying pace impedance measurements. A lead fracture was suspected. The patient was seen for a revision procedure where the lead was attempted to be explanted, however, the lead could not be removed due to subclavian crush. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed from explant approximately 112mm from the terminal pin. Two segments were returned. The second segment measured 140 mm. Much of the lead, including the tip segment, was not returned. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the high voltage conductor coils. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. The distal high voltage and proximal high voltage conducts appeared fractured at this location as well. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Subsequently, a portion of the lead was returned for analysis.